Manufacturer narrative:
Additional information provided in b.5. Corrected information provided in d.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that there is no way to know if the injector tore the lens.

Manufacturer narrative:
Product evaluation: the product was not returned. All product and batch history records are quality reviewed prior to product release. The customer indicated the use of a qualified cartridge, with an unspecified handpiece, and a non-qualified viscoelastic. The root cause may be related to a failure to follow the directions for use (dfu). The customer indicated the use of a non-qualified viscoelastic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during a cataract extraction with intraocular lens (iol) implant procedure, the iol tore when injector was handled. The product was handled by the doctor. The procedure was concluded the same day. The problem was not detected prior to use. There was no harm to the patient. Medical intervention was not necessary. Additional information was provided that there was no contact with the patient.